Event description:
It was reported that post-operatively, the patient's right ventricular (rv) lead exhibited loss of capture. The lead remains in use. No patient complications have been reported as a result of this event.